Event description:
During a patient event, the customer reported that the device screen faded and the service light illuminated as the users were preparing the unit for a synchronized cardioversion. The customer used another lifepak 20 device and continued patient treatment. The third party service provider received the device and observed that the device intermittently failed to operate normally and froze upon power on. The patient survived the event. There were no adverse effects to the patient reported as a result of device use.

Manufacturer narrative:
(B)(4): the third party service provider is in the process of repairing the device. Physio-control continues to investigate the reported problem and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control received the removed system controller and user interface pcb assemblies for evaluation. The cause of the reported failure was determined to be due to a thermally sensitive integrated circuit chip, designator u8 from the user interface pcb assembly.

Manufacturer narrative:
Supplemental information: the third party service provider evaluated the device and advised that after replacing the system controller and user interface pcb assemblies, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.